Event description:
Caller reported that t:slim x2 pump battery would not charge, despite using the correct accessories, including the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer tried using different adapters and cables without success, and cts decided to replace the pump. Customer will use mdi as a backup therapy to ensure continuous insulin delivery until the replacement arrives. Cts confirmed the customer's address, informed them about the replacement pump's updated software, and provided instructions for returning the faulty pump.